Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The facility reported that the issue happened twice on two different days. See medwatch report 9611109-2016-00791 for details on the other occurrence. A sorin group field service representative was dispatched to the facility to investigate. The service representative inspected the unit and was unable to reproduce the issue. A serial readout of the pump was performed. The service representative was informed that the pump has been replaced with a spare by the facility. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump restarted on its own during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). The serial readout taken by the livanova field service representative was evaluated at livanova (B)(4). Analysis did not identify any hardware or software failures. The error described could not be confirmed. There were no pump stops without alarm, however many cover alarms were identified. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. Though an exact root cause could not be determined, it is likely, that the error occurred due to incorrect positioning of the tubing inside the raceways. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.